Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked. This report is made based on the results of investigation completed on (B)(6) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump battery compartment was observed to be cracked below the pump grip pad. The pump was opened and there was no evidence of moisture or loose components inside the pump. Unrelated to the battery compartment crack, the pump audio bolus button cover was observed to be missing. (B)(6).